Event description:
It was reported that the customer's insulin pump alarmed motor error several times during rewind. Troubleshooting was performed, and the insulin pump passed the displacement test. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had missing end cap sticker.